Event description:
During a laparoscopic colectomy procedure, the device could not be used because of defect of ultrasound. Another device was used to complete the case. There was no adverse consequence to the patient.